Event description:
It was reported that there was system-related insufficient ice. An icefx cryoablation system was reported to not be making ice like it should. Additionally, it was not venting well at the end of the procedure. The console was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
H8: usage of device corrected from initial use to reuse. Device evaluation by manufacturer: console device (icefx serial number: (B)(6) was received by arden hills operations and analyzed. Unit was placed through lengthy freeze and thaw cycles while performing functional checks for abnormalities. No deviation from normal ice size or plugged channels were observed. The manual vent valve was found to be in working condition upon conclusion of functions checks. Damage found around clearance holes on bottom panel in secondary observations. Cannot confirm reported event the unit was not producing ice and was unable to vent gas.

Event description:
It was reported that there was system-related insufficient ice. An icefx cryoablation system was reported to not be making ice like it should. Additionally, it was not venting well at the end of the procedure. The console was used to complete the procedure. There were no patient complications reported.